Event description:
It was reported that the patient with this pacemaker had reported seeing a red call doctor icon on the communicator early this morning. The patient was positive it was red and afterwards it turned yellow. Boston scientific technical services referred the patient to contact their clinic as soon as possible and enabled patient initiated interrogation (pii). No adverse patient effects were reported. The pacemaker remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had reported seeing a red call doctor icon on the communicator early this morning. The patient was positive it was red and afterwards it turned yellow. Boston scientific technical services referred the patient to contact their clinic as soon as possible and enabled patient initiated interrogation (pii). No adverse patient effects were reported. The pacemaker remains in-service.